Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneously low anion gap in in ise (ion selective electrode) patient results. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a bent sample probe (part number mu993400) and replaced a sample syringe (part number b44676), which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.